Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Additional information was requested. (B)(4).

Event description:
An ophthalmic surgeon reported that the shunt touched to the cornea. Thus, the shunt was explanted. Additional information was received from the surgeon that there is no causal relationship between the device and the event.